Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unspecified reason. At this time the device remains in service and no changes were made to the programming of the implantable cardioverter defibrillator (ICD) . No additional adverse patient effects were reported.